Event description:
Patient received treatment 90 in 07/2003. Patient was admitted to hospital in 2003 with symptoms of decreased circulation to the lower extremities. Patient was released after 3 days with diagnosis of "blocked aorta" (per patient). Fhc was unable to obtain confirmation of dianosis until 9/03 when co received a copy of a discharge summary which stated the patient had "partial aortic occlusion as well as multiple stenotic leions infrarenally which appeared to be chronic, with extensive pelvic collateralizaiton and reconsitituion of iliacs." The rheumatologist had relayed that the condition appeared to be "silent and longstanding".